Event description:
It was reported the patient¿s device never worked with their pain so they stopped using it. They noted that when they were first implanted it was ¿shooting stimulation all over; into their ribs and legs where they didn¿t need it.¿ they had several reprogramming sessions done and it would work for about a day and then ¿wack out¿ and would never be where it was supposed to be. The patient needed the stimulation in their back and down their left leg to their knee. The patient stimulation has been turned off since march and they do want to have it turned back on. Six months prior to the report they did turn their stimulation on but has since turned it back off because they felt as though they had a pinched nerve in their right leg, which was very painful. They also noted at the same time they began to have new pain ¿where the implant was.¿ they had scheduled an MRI to determine the cause of the new pain but it was never performed. The patient did not think the new pain was related to their device but felt it was ¿due to their bowels.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).